Event description:
It was reported to philips that the system was unable to perform 3d rotational movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed by moving the patient to another room. Customer reported to philips that the system was unable to perform rotational movements. The philips remote service engineer (rse) inspected system remotely, reviewed system log files and found position limit violation error. Upon troubleshooting, the rse advised the customer to replace the potentiometer and sent the part details to the customer. However, the customer resolved the issue internally. The system was returned to use in good working condition. The codes were updated based on the investigation outcome. The evaluation method code was corrected.